Event description:
On (B)(6) 2011, pt reported the down button on his infusion device is no longer responding to presses. Pt stated he switched to his backup infusion device for now. Pt reported the down button is not responding to presses at all. Pt stated he first noticed the issue about 1 month ago and it just gradually got worse until it didn't respond at all. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.